Event description:
On 12/2000 a pt was to undergo a central line change. A baxter intro-flex percutaneous sheath was placed in the pt's left internal jugular. During the line change procedure, the pt's epinephrine drip was placed in the side port of the baxter sheath to continue the infusion. The pt's blood pressure began to drop so a bolus of epinephrine was given. While injecting the bolus medication, it was noted that baxter intro-flex was disconnected between the hub, or check valve, and the catheter. A femoral introducer was placed and the epinephrine drip was moved to the femoral line. The pt's blood pressure began to respond to the epinephrine drip and he stabilized over the next three hours with further pharmacological treatment.